Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found that the diluent feed thru fitting ff327 and the diff preserve fitting were plugged with rust debris, and the retic clear reagent was turning slightly red. He checked the voltage at the ground screws (rsne13) and (rsne14) and found a voltage of 2.15 to 2.3 v where the normal voltage should be zero (0 v). The fse replaced the fittings and tubing that had been affected by the corrosion. The fse replaced the reagent services mrc board (lrc300) which had been allowing voltage to pass through normally grounded connections, and confirmed the voltage was reading zero, which resolved the issue with the corrosion and subsequent rust debris. He ran repeatability, but the flow cell readings were still not within standards due to residual debris in the diff preserve fitting. The fse performed the flow cell cleaning procedure and bleached the distribution valve (dv) sample and flow cell sample lines which resolved the repeatability issue. The instrument ran without issue and all repairs were verified per established procedure. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported hemoglobin (hgb) and white blood cell (wbc) control failures on a unicel dxh 800 coulter cellular analysis system. There were no errors or system messages that occurred in conjunction with the leak. The instrument is down. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.